Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High pressure alarm was found in event history log. Reported problem was unable to be duplicated during power-up test. The pressure switch test was found to be activated within the pump's manufacturer specifications. No signs of fluid ingression could be found with the pump. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream occlusion sensor.

Event description:
It was reported that the pump failed occlusion. No patient involvement or injury was reported.